Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) and hemostasis procedure performed on (B)(6) 2021. During the procedure, when they were ready to release the bands, the handle would not turn and the device failed to deploy the elastic bands. Reportedly, they tried remounting the device and the handle was rotated again but without success. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.